Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had a blank display. Customer changed the battery and the device alarmed failed battery test. She attempted to use another battery and nothing happened. Customer's blood glucose was unknown. The device was not dropped, bumped, exposed to moisture, or shows any signs of damage. The battery compartment, battery cap, and springs were not corroded, damaged nor missing. Customer was advised to insert a new battery display returned. Customer was advised to monitor the device and a new battery cap was sent. No further information reported.